Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device failure was first found on 8/14/2024, the event continued to occur on multiple dates until the device was removed on (B)(6) 2024.. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "july 19, 2024 17:00 patients in our hospital using peripheral cannulation central venous catheter kit indwelling PICC line, (B)(6) 2024 08:00 patients with central venous catheter puncture point yellow secretion, the needle eye redness and swelling of the symptom, to be changed treatment, the patient's symptoms are relieved, (B)(6) 2024 21:30 patients with indwelling PICC tube at the end of infusion, to be sealed the tube was found to be blocked immediately to be urokinase thrombolysis through the tube treatment, not re-placed tube. To be sealed tube, found that the tube has been blocked, immediately to be urokinase thrombolysis through the tube treatment, to (B)(6) 2024 12:00 given to the patient to pull out the tube, did not re-intubation. The patient was subsequently given an indwelling needle for infusion. Patient being treated for postoperative chemotherapy for immature teratoma." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "on (B)(6) 2024 17:00 patients in our hospital using peripheral cannulation central venous catheter kit indwelling PICC line, on (B)(6) 2024 08:00 patients with central venous catheter puncture point yellow secretion, the needle eye redness and swelling of the symptom, to be changed treatment, the patient's symptoms are relieved, on (B)(6) 2024 21:30 patients with indwelling PICC tube at the end of infusion, to be sealed the tube was found to be blocked immediately to be urokinase thrombolysis through the tube treatment, not re-placed tube. To be sealed tube, found that the tube has been blocked, immediately to be urokinase thrombolysis through the tube treatment, to on (B)(6) 2024 12:00 given to the patient to pull out the tube, did not re-intubation. The patient was subsequently given an indwelling needle for infusion. Patient being treated for postoperative chemotherapy for immature teratoma." No other information was provided.